Event description:
This report is being filed after the subsequent review of the following journal article, ¿analysis of early failure of the locking compression plate in osteoporotic proximal humerus fractures.¿ (2009) jeon, I. H., et al. Journal of orthopaedic science. (2009; 14: 596-601). This is a retrospective review designed to report early failure of the locking compression plate (lcp) in the treatment of osteoporotic proximal humerus fractures and to characterize the mode of failure. There were 9 patients included in the study whom were greater than 65 years of age and were treated for a proximal humerus fracture between october 2004 and july 2006 and had early failure within 4 weeks postoperatively. There were 3 men and 6 women with an average age of 69.8 years (range 66-75) whom sustained a proximal humerus fracture from a low-energy trauma (fall from the same level or a slip). The past medical history for the group included 3 patients with diabetes, one with ischemic heart disease and the other 5 patients had no metabolic or underlying medical disease. Preoperative x-rays showed comminution in the medial cortex of the proximal humerus in all patients. All operations were carried out through an anterior approach through the deltopectoral groove. All fractures were fixed with a lcp and cloverleaf plate with locking system. All fractures were fixed with locking screws into the humeral head without additional tension band sutures or wiring on the tuberosities. Three to five locking screws were inserted into the humeral head, and the length of the screws into the heads was not uniform, ranging from 25 ¿ 30mm. Three to four screws were inserted into the shaft. Postoperative x-rays showed anatomical reduction in six patients and malalignment in three patients. None of the screws in the head reached the subchondral bone. X-rays were performed preoperatively, immediately postoperative, and at 4, 8, 12, and 16 weeks postoperatively. Postoperatively, all patients had back-out of the plate screw construct; 8 patients had back-out of the plate-screws construct from the humeral had which caused varus displacement of the fracture. The lcp plate-screws construct was intact without screw loosening. Failure occurred in the interface between the plate and bone, not between the plate and screws. The screws in the plate shaft were all intact, and no cutting out from the humeral shaft was noted. One patient at 3 weeks postoperatively had a mechanical failure of the plate at the junction between the shaft and head of the plate at the second screw hole, which corresponded to the level of the fracture site. In all cases the varus collapse was due to the lack of medial support. All patients required a second surgery at a mean time of 3 weeks (range 2-4 weeks) after the identification of the failure. Three patients were treated with hemiarthroplasty and the remaining six patients underwent a revision consisting of compression of the fracture gap, autogenous corticocancellous bone graft into the medial comminution, replating with a proximal humerus (ph) lcp using maximum length of screws into the head under image intensifier, and augmentation tension band suture or metal wire to the greater tuberosity. This report 3 of 9 for (B)(4). This report is for an unknown cloverleaf plate with locking system and refers to patient(B)(6) male with a 3-part fracture was initially treated with an open reduction internal fixation (orif) with a cloverleaf locking plate. At 4 weeks postoperatively x-rays revealed plate back-out and varus. The patient had a revision orif with a proximal humerus lcp, bone graft, and tension band sutures.

Manufacturer narrative:
Jeon, I. H., et al. (2009) ¿analysis of early failure of the locking compression plate in osteoporotic proximal humerus fractures.¿ journal of orthopaedic science. (2009; 14: 596-601). This report is for an unknown cloverleaf plate /unknown quantity/unknown lot. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.